Event description:
It was reported the physician attempted aspirating with a tb syringe from the sc. They were unable to aspirate. They cut the catheter and used a 23g blunt needle and syringe to aspirate. Hcp was able to aspirate so then cut a portion of the catheter and reconnected the sc piece. They were still able to aspirate. After the physician flushed the catheter after cutting it he was able to aspirate and per his determination the catheter was ¿ok¿ to keep in. They withdrew cloudy cerebrospinal fluid (csf) when aspirating from the catheter. The physician stated it looked like sediment. After aspirating 3ml and then flushing with saline and re-aspirating they withdrew clear csf. The proximal segment of the catheter had a kink. A partial catheter was explanted on (B)(6) 2014. They were in the ¿middle of pump replacement¿. The physician did not notice the issue prior to surgery. The pump was replaced. The replacement was planned since it was end of life of the pump. The physician wants to make sure medication in the pump was ¿ok¿, since he saw some type of sediment/cloudiness in the fluid originally aspirated from catheter. Patient status at time of this report was alive - no injury. The pump was delivering baclofen concentration 2000mcg/ml; dose 290mcg/ml. Additional information reported that there were no other allegations against pump except the concern about cloudy fluid coming from pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# serial# (B)(4) implanted: (B)(4) 2007 explanted: product type: catheter. (B)(4).